Event description:
I had essure implanted in (B)(6) 2016. I was not warned it was contained nickel, which I am allergic to. I had immediate severe cramping and felt like my uterus and cervix were being pinched. They had difficult time finding one of my fallopian tubes. I also had depression and anxiety before implantation and was not warned it could increase the severity of both. I now have constant leg and knee pains. I have migraines that last days to weeks. My cycle is heavy and clotted and so painful I cannot function. I get sharp pains in my breasts with no reason or pattern. I also experience random rashes that can last hours to days. My memory is no where what it used to be, I easily forget things and have a very difficult time focusing. Sex has become very painful at times and though I've had tests and exams, no one can seem to pinpoint why. I went from shedding hair to losing hair in clumps, there is now a significant change in my hairline. I suffer from inflammation and bloating, also seems to have no reasoning behind it, I've had labs run for that as well. Basically, this medical device has stolen my life and no doctor can explain why or seem to understand it. To further the issue, if not removed correctly, it will leave behind fibers that will continue to destroy my life. This was unfairly forced on me and now I have to live with these side effects daily. I'm not at all the healthy, happy, functioning (B)(6) year old woman I should be.